Manufacturer narrative:
Device was not returned for eval.

Event description:
The suture broke on a device that was implanted in 2009. The pt experienced pain. The repair was later revised two months later, with another anchor and when tying the 3rd and last knot on this anchor, the suture broke. The first anchor was removed. The second anchor was left in and repair was completed with 2 of 3 sutures.